Event description:
Patient's surestep meter was reading inaccurately low. The past few weeks pt was feeling hyperglycemic but had low to normal blood glucose readings, for example, 120 mg/dl. On the day of the incident (patient does not remember the day) pt received a result of 130 mg/dl. Pt reported experiencing symptoms of weakness, sweating, and stomach pains. Pt drove to the hospital because the hospital is 3 blocks away. At the ER, blood glucose was tested via a lab draw; the result was 455 mg/dl. Pt was given two IV's and admitted for monitoring. The patient stated that because of the normal readings pt obtained, pt has not taken insulin for 15 days. Pt is usually on a sliding scale for humalog and lantus. The patient stated that they were cleaning the meter incorrectly and they stated that they have never run a control solution test on the meter. The meter is not being replaced for the patient. Control solution is being sent to the patient to test the meter.